Manufacturer narrative:
.

Event description:
It was reported that during a device change out due to normal eri, increased pacing threshold was observed on the right ventricular lead. The lead was capped and replaced without complication. The patient was in good condition following the procedure.